Manufacturer narrative:
Sc-1216 (sn: (B)(6)). The returned ipg was analyzed and the ipg was able to be charged and pass the functional test but would quickly deplete and had a stim off value of 49.04mv/day. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current which indicates damage, likely by the use of the bovi. This damage is typically caused by the ipg exposure to external high voltage/high current transient sources. A labeling review was performed, and it did not reveal any anomalies. With all the available information, boston scientific concludes that the complaint was confirmed. The ipg was able to be charged and pass the functional test but would quickly deplete and had a stim off value of 49.04mv/day. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current which indicates damage, likely by the use of the bovi. This damage is typically caused by the ipg exposure to external high voltage/high current transient sources.

Event description:
It was reported that the patient was frequently charging and had difficulty connecting the remote to the implantable pulse generator (ipg). It was mentioned that the patient had underwent a non-device related surgery wherein a bovie was used. The patient underwent an ipg replacement procedure. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that the patient was frequently charging and had difficulty connecting the remote to the implantable pulse generator (ipg). The patient's ipg was no longer holding a charge following a laminectomy procedure where bovi was used. The patient underwent an ipg replacement procedure. The patient is reportedly doing well following the procedure. Per the physician's implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Correction to the initial MDR in blocks b5, g3 and h6. Block g3 aware date should have been 06nov2024. Sc-1216 (sn: (B)(6). The returned ipg was analyzed and the ipg was able to be charged and pass the functional test but would quickly deplete and had a stim off value of 49.04mv/day. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current which indicates damage, likely by the use of the bovi. This damage is typically caused by the ipg exposure to external high voltage/high current transient sources. A labeling review was performed, and it did not reveal any anomalies. With all the available information, boston scientific concludes that the complaint was confirmed. The ipg was able to be charged and pass the functional test but would quickly deplete and had a stim off value of 49.04mv/day. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current which indicates damage, likely by the use of the bovi. This damage is typically caused by the ipg exposure to external high voltage/high current transient sources.

Event description:
It was reported that the patient was frequently charging and had difficulty connecting the remote to the implantable pulse generator (ipg). The patient's ipg was no longer holding a charge following a laminectomy procedure where bovi was used. The patient underwent an ipg replacement procedure. The patient is reportedly doing well following the procedure. Per the physician's implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Correction to the initial MDR in blocks b5, g3 and h6. Block g3 aware date should have been 06nov2024. Sc-1216 (sn: (B)(6). The returned ipg was analyzed and the ipg was able to be charged and pass the functional test but would quickly deplete and had a stim off value of 49.04mv/day. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current which indicates damage, likely by the use of the bovi. This damage is typically caused by the ipg exposure to external high voltage/high current transient sources. A labeling review was performed, and it did not reveal any anomalies. With all the available information, boston scientific concludes that the complaint was confirmed. The ipg was able to be charged and pass the functional test but would quickly deplete and had a stim off value of 49.04mv/day. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current which indicates damage, likely by the use of the bovi. This damage is typically caused by the ipg exposure to external high voltage/high current transient sources. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Manufacturer narrative:
Block b3: exact date unknown, event occurred five months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging and had difficulty connecting the remote to the implantable pulse generator (ipg). It was mentioned that the patient had underwent a non-device related surgery wherein a bovie was used. The patient underwent an ipg replacement procedure. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.